Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2008, the plaintiff was implanted with an elevate anterior prolapse repair system "to treat her pelvic organ prolapse". It was alleged that the plaintiff "has experienced significant mental and physical pain and suffering, has sustained permanent injury", has had "severe emotional distress", and has had other injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.